Event description:
This is a spontaneous report received from an adult male consumer (age unknown) on (B)(6) 2019, who used duraphat 2800 ppm fluoride toothpaste and complained that "it was not helping and it was just making it worse". There was no relevant medical history reported. On an unspecified date consumer started using duraphat 2800 ppm fluoride toothpaste for an unknown indication (dose and frequency unknown). No additional details regarding consumer's experienced were available at the time of reporting. Action taken with duraphat 2800 ppm fluoride toothpaste was unknown. Additional information was received on (B)(6) 2019 and case was upgraded as serious. Consumer stated he has been using many colgate products from the last 20 years which included toothpastes, toothbrushes and mouthwash. At the time of reporting, the consumer stated he was using col tb zig zag, col mw total advanced proguard peppermint blast, col tp total original paste, col tp max white unspecified, col tp max cavity protect sugar acid neutralizer unspecified and col tp cavity protect with calcium (dates of use and amount unspecified). Consumer reported brushing his teeth thrice daily and using mouthwash after every meal in addition to using an unspecified interdental brush for deep cleaning. Consumer also reported he does not drink coffee or tea, rarely has fizzy drinks and does not eat cake or sweets. He reported that after a few times of using the 3 different types of products he started feeling cavity related symptoms, feeling cold and hot when drinking and experienced pain sometimes. Consumer reported he has had 4 root canal treatments and 2 major fillings (dates unknown). Consumer stated he has begun feeling "cold and hot in 2 new teeth" and has developed an infection in the teeth which consumer reports previously had "rct". Consumer stated he was informed by his dentist he would need to have 3 teeth removed and transplant of new teeth. Consumer reported he had been prescribed duraphat 2800 ppm fluoride toothpaste (dates not provided). Consumer stated his experience was very painful and stressful. Action taken with col tb zig zag, col mw total advanced proguard peppermint blast, col tp total original paste, col tp max white unspecified, col tp cavity protect with calcium and col tp max cavity protect sugar acid neutralizer unspecified were unknown. At the time of his report, outcome of the events were unknown.